Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not received at the manufacturing site for review. Without the sample it is not possible to determine a confirmed root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. This lot involved was manufactured before the initiation of a corrective and preventive action (CAPA). After an evaluation, it was defined that this event is being handled through this CAPA. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states there is a leak at the bifurcation. The catheter was placed on (B)(6) 2014, the incident occurred on (B)(6) 2014. The catheter was pulled on (B)(6) 2014. The catheter was in the patient for 1 year and 9 months.